Manufacturer narrative:
No grinding noise or motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had a broken reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarms motor error whenever the customer primes the device. Also, at times the device makes a grinding noise. The customer stated that the noise was present during bolus delivery, intermittently. The customer stated that the motor error alarms have been occuring since (B)(6) 2014. At the time of the incident the customer's blood glucose was around 300 mg/dl, but at the time of the call it was 76 mg/dl. The insulin pump had not been exposed to MRI or any strong magnetic field. The customer does not use the sensor feature on the insulin pump. They were able to complete the rewind sequence. The discontinuation of the device was advised. The caller was advised that the insulin pump would be replaced. Nothing further was reported.